Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call of unexplained high blood glucose of 500 mg/dl several days ago. The customer indicated that the situation was under control and that the high blood glucose was due to bad insulin. Customer stated that there was no occlusion and after the insulin was changed, blood glucose began to quickly decrease. Troubleshooting was not necessary for customer at this time.